Event description:
Complainant alleged that while attempting to defibrillate a (B)(6) male pt who collapsed, the device inappropriately shut down. Complainant indicated that the clinician obtained another device and was able to delivery energy to the pt. Complainant indicated that the pt subsequently expired.

Manufacturer narrative:
Zoll medical corporation has not received the device for eval and this complaint is still under investigation.